Event description:
The customer reported that after connection, the reflections gradually dissipated until the image became completely overexposed. The malfunction occurred during an unspecified procedure involving an olympus gastrointestinal videoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.